Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fbf instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single-port fenestrated bipolar forceps (fbf) instrument direction was abnormal when the instrument was inserted. In addition, the instrument shaft was found defective. The customer used a backup fbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument moved automatically with no command. There was no patient injury due to the issue. The customer observed misaligned connection part after removing the sheath.

Manufacturer narrative:
The single-port fenestrated bipolar forceps (fbf) instrument has been returned and evaluated by the failure analysis team. Failure analysis did confirm the customer reported complaint. The instrument was found to have a broken distal main tube approximately 134.62 mm from the distal tip. As a result, the distal main tube was observed to be dislodged at the weld. No material was found missing. Components adjacent to this broken main tube do not show damage. The secondary failure of imprecise motion was found to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion. The main tube was unable to be straightened when commanded by the master tool manipulator (mtm), which is likely due to the broken main tube that was observed. The grip tips moved in the direction commanded.

Event description:
Refer to h10/h11 for follow-up information.